Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified solution. At an unspecified time, an unspecified clave port was connected to the secondary port on the cassette to deliver an unspecified chemotherapeutic agent. After an unspecified length of time, it was reported that the unspecified clave port, "came away from the set and when we tried to screw it back on it would not take hold," an unspecified volume of chemotherapeutic solution leaked. No medical interventions were reported. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k052052. The info on reprocessing of the device was requested; however, no response has been rec'd. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).